Event description:
A 65 year old female with macular hole left eye for pars plana vitrectomy. During procedure, the soft tip silicone portion displacement intraocularly with retinal hemorrhage, lens opacification. Soft tip retrieved with max forceps.